Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the insulation sleeve was bunched in several places between 8 - 13 cm from the terminal pin. The lead body was twisted likely due to the lead being over torque while attempting the helix extension. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The blood in the helix mechanism may have contributed to the reported helix difficulty. Analysis could not determine a reason for the lead dislodgement.

Event description:
Boston scientific received information that a revision procedure was performed for this right ventricular (rv) lead due to increased pacing threshold measurements and lower r wave measurements. An x-ray revealed that this rv lead had dislodged and also revealed that the helix was extended. During the repositioning procedure, the physician attached the ez tool and was able to retract the helix. The lead was repositioned but the physician was unable to extend the helix for the repositioning. He attempted to rotate the ez tool several times. The physician checked all connections and attempted again to extend the helix unsuccessfully. The decision was made to explant this lead and implant a new rv lead. No adverse patient effects were reported. .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.